Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed in the activity log; but not confirmed. The device was put through extensive testing without replicating the malfunction. The device's digital board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.